Manufacturer narrative:
The tech lubricated the side rail to resolve the issue.

Event description:
The account alleged the side rail was stuck in the lower position and would not raise to latch. No pt impact.